Event description:
It was reported that during a below the knee, heavily tortuous, heavily calcified, totally occluded artery intervention, the wire broke in half. There was some difficulty removing the detached wire, but it was successfully snared and removed from the vessel. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). Date of event provided as unknown and estimated as (B)(6) 2012. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.